Event description:
It was reported that two years three months and fifteen days post port placement, when the physician intended to remove the port from the patient, the physician only got the port body while the catheter was allegedly found to be broken and disconnected completely at about twenty-two centimeters site. It was further reported that immediate x-ray examination revealed that the broken catheter was migrated to the pulmonary artery. Reportedly, the broken catheter was removed from the artery and some remained catheter attached in the removed port body. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years three months and fifteen days post port placement, when the physician intended to remove the port from the patient, the physician only got the port body while the catheter was allegedly found to be broken and disconnected completely at about twenty-two centimeters site. It was further reported that immediate x-ray examination revealed that the broken catheter was migrated to the pulmonary artery. Reportedly, the broken catheter was removed from the artery and some remained catheter attached in the removed port body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI implantable port attached to a catheter in two segments was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. A complete compound break was noted on the distal end of the attached catheter. A complete compound break and a longitudinal split was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter and the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular. In addition, three photos were provided for review which also confirms the reported fracture and material separation issues. Therefore, the investigation is confirmed for the reported fracture and material separation issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.